Manufacturer narrative:
Results: the returned penumbra system ace 68 reperfusion catheter (ace68) was kinked at approximately 1.0 cm from the hub, underneath the strain relief. Conclusions: evaluation of the returned ace68 confirmed a kink near the proximal end of the device. If the ace68 is forcefully manipulated at extreme angles while advancing against resistance, damage such as this may occur. During functional testing, the ace68 was able to advance into a demonstration microcatheter without issue. The non-penumbra catheter used in the procedure was not returned for evaluation; therefore, the root cause of the reported resistance was unable to determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace68). During the procedure, the physician encountered resistance while advancing the ace68 into a non-penumbra catheter but decided to continue advancing the ace68. Subsequently, the ace68 was found to be kinked at the proximal end. The ace68 was therefore removed and was no longer used in the procedure. The procedure was completed using another ace68. There was no report of an adverse effect to the patient.